Event description:
It was phoned in by the sales rep that during a mis procedure on a female in her (B)(6). The patient was in for her 3rd cardiac surgery within a short period, unknown what history she has. The intraclude aortic catheter device functioned properly and the md stated he was pleased with the procedure. Upon removal of the intraclude, the patient was taken off pump and it was found that the patient had a dissection of the descending aorta. The surgical team emergently performed a full sternotomy for repair of the aorta. The md stated that the patient had delicate vessels and has been a "problem" during her 3 prior cases. Md continues to state he does not feel this was caused by the balloon. He stated the dissection was in the ascending and not noted due to the balloon occlusiveness. The patient dissected from the ascending to the descending aorta, md stated it possibly could have been due to her poor vasculature. The patient is alive, but is unlikely to survive per the physician

Manufacturer narrative:
Device was discarded by the hospital. No alleged malfunction of the device. The md stated the device worked appropriately was they were able to complete the case. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.